Event description:
Consumer stated they received a diamondclean sonicare toothbrush as a gift and was brushing last night and the top portion of the bristles came undone from the brush head. It was the larger brush head, one I was using for the first time and have never seen before. It was the sonicare adaptiveclean brush head. I coughed up the bristles that came off the head.